Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -11.5/1.5/095 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2023 lens repositioning was performed due to lens rotation not associated to a low vault but the problem did not resolve. On (B)(6) 2023 the lens was explanted and later replaced with a longer length lens and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Unable to perform dimensional inspection, due to significant lens optic/ haptic damage. Claim# (B)(4).